Manufacturer narrative:
Based on the review of the data, there was an empty battery alert asserted prior to the incident. Due to the transmitter being powered off during the event time, no sensor glucose can be measured and as a result no glucose related alerts will be asserted. There is no detected malfunction of the system and therefore no further investigation was required.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2019, senseonics was made aware of an incident where the user experienced a hypoglycemia event and the system did not alert.